Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (does not power on properly) was confirmed. As received, the monitor would not power on fully. Upon evaluation, there were corrupt files on the sd card. The cause of the inability to power on properly is the corrupt files on the sd card. The root cause of the corrupt files cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on properly.